Event description:
After approx wearing the abdominal binder a little over a week, the pt had to take the product off due to rash. Rash continued to get worse for approx a week after the pt removed the product. The pt had begun wearing the product after hernia surgery. The pt returned to the dr who gave a cream for the rash. The rash completely covered where the binder touched and itched really bad. The pt has returned the product to the co.